Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during functional endoscopic sinus surgery, the trudi navigation system (fg-2000-00) would not load the disc. It was reported that the "case was delayed 30 minutes". The patient was reportedly under anesthesia when the delay occurred. No patient injury occurred.